Event description:
It was reported that a patient implanted with an impella cp experienced hematuria and anemia. The patient was transfused one unit of packed red blood cells. The patient also experienced ventricular tachycardia. Lidocaine was administered and the patient was defibrillated. The family decided to withdraw care and the patient expired.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
No product was returned for investigation. The cause of the anemia and hematuria was not determined due to insufficient clinical details. The root cause of the tachycardia was unable to be determined due to insufficient clinical details. The device passed all post sterile inspection checks.